Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt stated that about a month ago they started having difficulties charging their implant and had poor intermittent connection. Pt stated that it has been taking them around 2.5 - 3 hours to charge their implant and that the controller needs recharging before the implant charge is complete. Pt also stated that while charging their implant, they have noticed that the connection will go from excellent, to good, to try again, back to charging excellent without the pt moving. Pt reported no visible damage to the recharger cord or plug. The issue was not resolved. Pt also mentioned that they spoke with manufacturer representative (rep) who redirected them to patient services (ps). An email was sent to the repair department to replace the recharger. (B)(6)2021: additional information was received. It was reported that they were having trouble charging their implant. Pt said that their controller will stop charging and the controller says "recharging needs attention"; pt said that their implant will stop charging when the controller battery gets to 50% and that the charging quality goes from good to excellent a lot. Pt said that the controller battery will deplete before the implant is fully charged. Pt also said that their ins charging sessions have taken longer and that the rtm seems to get warmer than usual. Pt said that they have reset the controller before a time or two, but this did not resolve the issue. Pt reset the controller. Pt said there was no visible damage to the controller, battery pack, or recharger (rtm). While resetting the controller, pt said that the battery pack was tight in the controller and difficult to get out. Pt said that their implant and controller battery were both at 100% and they just finished charging them both about an hour or so ago. The issue was not resolved. An email was sent to the repair department to replace the rtm. Pt also mentioned they were hard of hearing during the call.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a no device found message and the rtm failed on bench testing but passed at plexus. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.